Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported that they met with the patient a couple times already and cause was due to noncompliance and letting device run dead at least once. The rep started trickle charge but patient wanted to jumpstart it himself at his house.

Event description:
Additional information was received from the patient. It was reported that the battery cannot be rebooted and must be replaced. The steps taken to resolve this issue is numerous reps tried to reboot it. The patient mentioned the ins has to be working to turn on MRI mode, but they aren't able to reboot the ins. The issue has not been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain. It was reported that the patient was having difficulties with his recharger and recharging. Patient did not have recharger with him so troubleshooting could not occur. Patient to call back with equipment. Additional information was received from the patient. It was reported they had not been able to charge implant for the last 3 months. Patient confirmed and it was actually longer than a year ago since they were last able to charge. Patient was unable to recall what was on the screen when they were experiencing recharging difficulties. No symptoms reported. No further complications were reported/anticipated. On 2019-jul-09 additional information was received from the consumer. It was reported the cause was unknown and suggested that the patient may need a recharge. Patient has not been able to meet with anyone; issue has not been resolved. On 2020-feb-19 additional information was received from the patient. It was reported that patient has been trying to get someone to service his unit because it's no longer working; patient clarified that the ins won't take charge. Patient was advised that the ins may need to be rebooted. Patient stated that about 3-6 months after the ins was implanted, the ins stopped working. Patient contacted hcp and rep and was referred elsewhere each time so he is quite upset and frustrated. No symptoms and no further complications were reported.

Event description:
Additional information was received. The healthcare provider reiterated that the ins wasn't working and mentioned that the patient was unable to enter MRI mode.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.